Manufacturer narrative:
The device was received with both seals intact and in excellent condition. The history log showed 1- force sensor test. 2- primary audible alarm post error. The device was tested using 1- power up process and check the reading of force sensor. 2- power up process. Testing was : 1- unable to duplicate the force sensor test error, all the reading of force sensor within the required specs, at 0.00 lbs the reading is -0.17 lbs. 2- primary audible alarm post error was found at power up process. Testing found 1- unable to determine. 2- speaker does not operate as intended. The root cause was : 1- unable to determine. 2- unable to determine, no physical or any other damaged was found on speaker. The tech 1- performed force sensor calibration. 2- replaced speaker. Performed power up process and all functional tests. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported the force at zero out-of-specifications with -0.80 pounds. Primary audible alarm post alarm raised.on power-up. No patient injury reported.